Event description:
It was reported that it's taking a long time to charge implantable neurostimulator (ins) and (recharge telemetry module) rtm paddle gets very hot when charging. They said it was slow since "awhile after the implant and it gradually got worse" but couldn't clarify when this started. A request was sent to the repair department to replace the rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97755-s serial# (B)(6) product type recharger. Analysis of the [recharger], model [97755-s], (B)(6) found complaint unverified - found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back, repeated previously documented information, mentioned the issue still persists and the replacement recharger did not resolve the issue. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 100% and implant60%. Agent instructed patient to start charge session; controller showed poor recharge quality. Agent asked and patient mentioned they have the hole of the recharger over their implant. Patient repositioned the recharger and implant was recharging excellent. Agent reviewed best practices of implant charging with the patient. Patient was persistent and insisted for the controller to be replaced. Patient mentioned they were informed if the replacement recharger did not resolve then call for the controller to be replaced. Patient denied any recent/falls trauma and denied any error codes /messages. The issue was not resolved. A request was sent to repair to replace the controller.